Manufacturer narrative:
Siemens is conducting an investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens was informed of a malfunction that occurred while operating the sensis vibe hemo system. During a procedure with a patient on extracorporeal membrane oxygenation( ECMO), intubated, and catheters in place, the unit unexpectedly powered down. Additional information was provided the procedure was continued by using an alternative monitoring system. We have no indications of any adverse effects on the health status of the involved patient.